Event description:
Additional information from the health care professional (hcp) reported they expected management for 2-3 weeks. There was no x-ray yet. It was noted that bumping the hip right on the incision affected the device. When the hcp was asked if retention was pre-existing or if catheterizing was standard of care, the response was occasional. Further information from the consumer reported that turning down the stimulation did not resolve the issues. The patient still had pain in the upper thigh and calf and some times in the buttocks. The doctor gave the patient pills and sent her home with the device turned off for a week and asked her to turn it back on; she did so. The patient spoke to patient services and they suggested an x-ray in case she knocked the wire out of place. It was noted that the unit just was not working as well as the temporary one did. The patient planned to call the doctor to set up an x-ray. Patient services had the patient change the setting. It was working somewhat but not so good at night. The patient did not seem to empty out like she should. She did not want to give up because she knew it worked.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that on (B)(6) 2016 the patient was feeling pain in the lower butt cheek going down the leg. The patient was helped with lowering her stimulation and it felt "not as bad" and was going to try this setting. It was also noted that the patient was only going 2-3 ounces of pee at a time since yesterday, (B)(6) 2016. The patient wanted to know if this was happening because stimulation was turned up too high, and if this would be alleviated since she had now turned stimulation down. Yesterday, the patient also bumped her hip right on the incision when she was getting into the car. The patient wanted to know if this was related to the pain and symptom problems. It was also noted that the patient had an eye picture done of her eyeball for macular degeneration and wanted to know if this could have affected anything. Later that day the patient spoke to her managing healthcare professional (hcp), who thought the pain the patient was feeling was normal. After decreasing stimulation earlier today the pain dissipated but then started to come back where she felt it from her incision site going down the leg. It would come and go. The patient was going to try decreasing it to see if this would help. More than 2 weeks later the patient reported that there was no therapeutic effect and the device never worked as nice as the trial did. It did not help with the symptoms and it never worked since implanted. This morning she got up at 2:30 am, went to the bathroom and an hour later went again. At 4 am she decided she was going to catheterize and she took 27 ounces. She was ".looking an awful amount of sleep" it was noted that the patient had not tried any adjustments yet. The patient still had a lot of pain in her right leg. The patient had tried turning the implantable neurostimulator (ins) off for a week and the pain was still there. She thought the pain might be related to her bad tailbone that she injured many years ago, but it was never a problem until this time. The patient mentioned having 2 bad tailbones. After bumping it, the hcp suggested to get an x-ray but a manufacturing representative (rep) was not there and the hcp sent her home and said to turn the ins back on and not come back until (B)(6). The patient could not lie on her back and the right leg was hurting. A week prior a rep told the patient she was on program 3 and when she turned it on with the rep the patient felt the fluttering in her upper leg and in the back. When they turned it on in the hospital after being implanted stimulation was felt in the rectum and it seemed to work better when she felt stimulation in the rectum. A week ago she felt it in her upper leg. Today the patient used the patient programmer (pp) and adjusted stimulation from 2.0v to 1.8v and did not feel stimulation. It was then increased to 2.1v and stimulation was felt in the rectum and not in the leg. The patient was going to call her hcp and set up an x-ray. Further follow-up is being conducted to determine what steps were taken to resolve the issues, the results of the x-ray, if bumping the device affected the device, and if the cause of the issues were determined. If additional information is received, a follow-up report will be sent.